Event description:
It was reported to boston scientific corporation that a polaris ultra ureteral stent was used in a stenting procedure on a patient. According to the complainant the metal part of the metal tip positioner (ro marker) detached into the patient's bladder. The detached part was removed using a scope. There were no complications and the patient was reported to be in "good" condition after the procedure.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.